Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent hyperglycemia with cgm readings ¿high¿ with upward arrows for approximately five hours, with the user reporting a highest glucose over 400 mg/dl and planning to administer a subcutaneous insulin injection outside the system after returning home; the user had changed infusion and related supplies twice without visible occlusion or leak and had attempted multiple non-consumptive meal announcements in a short interval. Symptoms included headache and nausea. Outcomes included user-reported impact to glucose control without emergency medical care or hospitalization. Investigation included complaint handling with troubleshooting and education regarding ketone testing, safe use of external insulin, and avoidance of attempts to manipulate automated dosing. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia of unclear etiology with no injury and that continued monitoring and proper training were indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.